Event description:
It is reported that end-user who indicates that they have very sensitive skin developed redness around the stoma since her surgery, and was given a prescription for nystatin for use with each wafer change.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Skin care was reviewed with end-user and samples will be sent. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 28, 2014; (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.